Manufacturer narrative:
Reference number (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. H6 code of 4581 was chosen to capture the event of post procedural complication of visually diagnosed collection in the abdomen which caused increasing amounts of pain. Post procedural complications are known complications of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024, a patient in australia underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient remained hospitalized for titration of duodopa. On (B)(6) 2024 the patient experienced abdominal pain which was increasing. A CT scan of the abdomen was done which showed "a collection with no leakage." There was no additional information about this finding or any diagnosis provided. The patient was given unknown IV antibiotics and endone and paracetamol for pain.